Event description:
It was reported that the patient experienced a low blood glucose reported at 59 mg/dL while using the iLet system with a Dexcom G7 continuous glucose monitor (CGM), treated with more than 60 grams of carbohydrate, after which glucose rose to a high level reported at 390 mg/dL and remained elevated for an extended period; the patient attributed the episode to treatment needs and was unsure of the cause, and education on avoiding overcorrection was provided. No adverse clinical symptoms associated with hypoglycemia followed by hyperglycemia. Outcomes included transient low glucose with subsequent prolonged high glucose without hospitalization. Investigation included case assessment, user education on hypoglycemia treatment, and troubleshooting of use practices. Investigation of this case revealed no device malfunction and indicated that excessive carbohydrate intake likely contributed to rebound hyperglycemia consistent with overtreatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that user-related factors and treatment behavior were the most probable cause.

Manufacturer narrative:
Initial.